Event description:
The facility alleges staplers jamming during surgery. No add'l info was available.

Manufacturer narrative:
H3: device evaluated by MFR. The device has been requested for eval, but has not been rec'd. Should the device be rec'd for eval, a f/u report will be filed upon completion of the eval, or if add'l info becomes available.